Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70. Serial/lot: (B)(4). Description: infinion 16 lead kit 70 cm.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were replaced. The patient had experienced inadequate pain coverage and high impedances were observed. Programming was unsuccessful in covering pain areas. The explanted leads were discarded by the hospital. The patient is recovering.